Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular rate. Noise was observed on the right ventricular lead, leading to second inappropriate shock. All other electrical measurements were normal on right ventricular lead. The device was reprogrammed. The patient's condition was stable.